Event description:
It was reported that the patient never had therapeutic effect. It was noted that the device had been adjusted many times and it still did not help. It was reported that the patient wanted stimulation in her feet however, it was not helping, especially when she was active. It was noted that the patient had the device off for several days. It was noted that the patient could not increase stimulation because otherwise it shocked her. It was noted that the patient did feel stimulation in her feet where she wanted but it was not enough. It was noted that the patient wanted the pump installed instead of the stimulator and would discuss further with the health care provider (hcp).

Event description:
Additional information received reported that the patient would be scheduled to have their system removed. It was stated that the patient was not interested in any troubleshooting or interventions.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).